Event description:
The patient had large nonbleeding esophageal varices which needed to be banded. Using the first kit, the first 3 bands placed were successful. The next 3 did not work. Each time the varix was suctioned and a band was placed, the band stayed on for a second and then literally slipped off. This happened twice more until uploading a new kit. With the new kit, two bands were placed on the bleeding area caused by the previous bands that had slipped off and the bleeding was stopped.it is felt there was nothing physician could have done differently. We believe this was a failure of the kit used which should never have happened. Because of that she required intubation and to be placed in the unit. Physician was able to stop the bleeding with the new banding kit that was uploaded.what was the original intended procedure?egd with banding of varices.device #1is this a laboratory device or laboratory test?no.